Event description:
Two gore viabahn endoprostheses were used during the treatment of a pseudoaneurysm in a cephalic av fistula. The first device was deployed without incident. During deployment of the second device, approximately 3/4th of the device deployed when the deployment line became stuck and the device was unable to complete deployment. The device, sheath and guidewire were removed in tandem. The pt did not experience any adverse consequences.

Manufacturer narrative:
The investigation is in progress pending the receipt and the analysis of the returned device. To date, the device has not been returned from the user facility. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.